Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "on (B)(6) 2019, department of anesthesiology, (B)(6) hospital of (B)(6) university, the steel wire of the tube was found deformed,inner wall bulge and the tube collapse during usage on patient, which impacted the ventilating. The tube was intact after opening the package". No patient injury reported. The condition of the patient was reported as "fine". Catalog#: 5-12614; lot#: 73e1800559. Complaint was received via "email" from a customer in "(B)(6)"; 0 of samples available for investigation.